Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. A revision procedure took place and this lead was repositioned. No adverse patient effects were reported.